Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3537, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was constipated and needed to go to the ER. Additionally, the patient's wife found the lead hanging out and needed to remove the bandages. An additional call the following day the patient's wife reported that the patient got a enema and messed all over. The wires appeared tangled and the bandage was removed to allow clean up in order to avoid infection. Lead removal was scheduled for later the week of the call and during troubleshooting the controller read "no lead attached to cable." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.